Event description:
It was initially reported, the pump alarm was heard by the pt; telemetry was not yet performed. The alarm began (B)(6) 2011 and was intermittent. Per the last pump printout, the low reservoir alarm date was (B)(6) 2011 and the elective replacement indicator was 37 months. No pt symptoms or therapy issues were reported. It was later reported, the pump alarm was confirmed by telemetry; it was critical alarm and safe state occurred. Reset occurred - low battery was noted. The pt experienced increased pain that started on (B)(6) 2011. Drug delivered via the pump was baclofen 2000 mcg/ml and morphine 5 mg/dl.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced. Patient experienced return of spasticity. On interrogation the pump indicated a depleted battery; an emergency pump replacement was done. No rotor or catheter dye studies were performed. Post-replacement patient was seen on (B)(6) 2011 and appeared to be doing better; was recovering but was still experiencing residual effects. Patient had not gained some of her abilities such as walking; was receiving occupational therapy and physiotherapy.

Manufacturer narrative:
It was noted that baclofen was compounded. Final analysis of the device revealed a motor corrosion and feedthru anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.